Event description:
During a remote follow up, an episode of ventricular fibrillation (vf) was noted. The device delivered three shocks, however, it failed to terminate the arrhythmia. The fourth shock was effective and terminated the arrhythmia. The device was reprogrammed to resolve the event. The patient was stable.